Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found, there was water immersion in the main unit imaging, the camera cable was flooded, the main unit was flooded, there was a flaw (hole) in the camera cable, the camera cable was not watertight, corrosion at the electrical contact point of the video connector, and looseness of the camera cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the reported that the main unit's image capture and the camera cable are flooded, resulting in the failure of normal communication, which is presumed to have led to the no image output indicated. Also, the camera cable had a flaw (hole), and it is assumed that the airtightness cannot be maintained and a watertight failure has occurred. Therefore, it is assumed that moisture entered the interior, resulting in flooding of the main unit, main unit image capture, and camera cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported for camera head, even though it was connected, the image did not display on the monitor. The issue was found during pre-use inspection of the procedure. The intended therapeutic procedure was completed with different camera head. There were no reports of patient harm.

Event description:
It was reported for camera head, even though it was connected, the image did not display on the monitor. The issue was found during pre-use inspection of the procedure. The intended therapeutic procedure was completed with different camera head. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name - (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.